Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The lens was removed in pieces as the patient's capsule was unable to hold the lens due to the patient having diabetes. A different style lens was used to complete the surgery.